Manufacturer narrative:
The device was received and evaluated. Inspection of the device revealed that the soft cannula of the pod was kinked. The fluid pathway was assessed and determined to be able to successfully deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. No other problems. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose (bg) rose to 14.5 mmol/l (261 mg/dl). The pod was worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, several corrections were administered using an insulin pen and a new pod was applied.